Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The reason for revision is unk. Since the reason for the revision surgery is unk, and no product was returned, the probable cause cannot be determined. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the devices were implanted in 2008 and that the pt was revised in 2009 due to loosening and dislocation.